Event description:
During a pacemaker replacement procedure, connection issue involving the subject device were reported with a ventricular lead that was implanted since (B)(6) 1997. Reportedly, a lead adapter was attached to the existing ventricular lead, and the connector pin of this adapter could not be fully inserted into the ventricular channel of the subject pacemaker. The "sealing was stuck around the proximal terminal black". An attempt was made to insert this connector into the atrial channel, which could also not be fully inserted. However, the existing atrial lead could be fully inserted into the ventricular channel. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.